Event description:
New information received indicated that the device was explanted. The date of the explant is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited a rapid battery depletion. No intervention was reported. No consequences for the patient have been reported.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.